Manufacturer narrative:
In the previous medwatch report sent to you on february 26, 2020, it was stated in error that for this event, the tgmr404010e / 19980176 was returned to gore. To correct this error: the gore® tag® conformable thoracic stent graft with active control system tgmr404015e / 21053153 was returned to gore and an engineering evaluation was performed.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an aneurysm of the thoracic aortic ascending arch and was therefore treated with three gore® tag® conformable thoracic stent grafts with active control system. It was planned to implant three chimney grafts supplying all three head vessels. As a proximal component in the ascending aorta, a tgmr404015e graft was to serve as the main support for these three chimneys. Reaching to the left subclavian artery, a tgm343415e endoprosthesis was intended as the distal graft. No issues were noted during primary deployment and the tgmr404015e graft opened to 50% of its diameter. Deployment of the chimney stents for all head vessels also posed no problems. However, when attempting to initiate secondary deployment to full deployment, resistance was felt and a break of the deployment line ensued. The device catheter was subsequently removed with the broken deployment line emerging from the dry seal sheath. However, triggering full deployment by attempting to manually pull the deployment line was considered not possible as the proximal portion of the endoprosthesis moved intensely when doing so. To remedy the situation, the physician elected to forcefully dilate the tgmr404015e component with a bcl2645 balloon, resulting in the graft opening to 85% proximally, but there was still no full deployment distally. The position of the chimney stents was verified and ballooning was performed using kissing balloon technique. During angiography imaging, a retrograde endoleak was identified as the 40 mm endoprosthesis was not fully open at the distal end and had no wall apposition. A third tgmr404010e component was implanted to bridge the incompletely deployed distal end of the tgmr404015e component and the tgm343415e component. This was followed by extending the chimney stent in the left subclavian artery with a pah101002e graft towards distal. Another angiography of all implanted grafts was performed and the outcome was good with all chimney grafts patent and neither a proximal nor a distal endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system tgmr404010e / 19980176 was returned to gore and an engineering evaluation was performed. During the device evaluation, the secondary deployment line (sdl) that remained connected to the secondary deployment knob was found to measure approximately 13.9cm, which is shorter than the expected secondary deployment line length from a fully deployed 15cm secondary sleeve (approximately 145cm). The end of the fiber where the failure occurred appears to have been partially damaged with additional evidence of tensile failure. The length of the returned sdl is indicative of the line having broken before deployment was complete, supporting the physician¿s observation that pulling the secondary deployment knob did not initiate full deployment of the device. There is evidence of a tensile failure that would support the report of resistance felt during deployment by the physician. The root cause for the incomplete deployment of the endoprosthesis could not be identified with the available information. There is evidence of damage on the break surface of the sdl, consistent with damage observed when a sharp object separates most of the fiber. A small portion of the fiber break surface appeared to fail in tension. There was no evidence of what caused the resistance that the physician reported.